Event description:
Biomed reported an overinfusion of dobutamine. Intended programming was dobutamine 500 mg/250 ml d5w to infuse at 3 mcg/kg/min, with vtbi 250 ml, infusing via a central IV. After about 15 minutes the nurse found the bag was dry and the vtbi was 248 ml. The biomed has reviewed the logs and say it appears the user programmed the correct parameters resulting in the expected flow rate of 4.698 ml/hr. There were additional key presses for channel a at 1:55 and 1:57 am which is about the time the bag was found empty. The pt experienced vomiting and hypotension with systolic bp in the sixties. An EKG was performed and the pt was given zofran for the vomiting. A levophed drip was initiated for the bp which came back up (specific values not provided). No further pt or event info was provided.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.